Manufacturer narrative:
Device evaluation: 2 x unknown solus double pigtail biliary stent device of unknown rpn and of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the journal article, ¿a two-center comparative study of plastic and lumen-apposing large diameter self-expandable metallic stents in endoscopic ultrasound-guided drainage of pancreatic fluid collections¿ document review including IFU review: prior to distribution all ¿solus double pigtail stent¿ devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the solus double pigtail stent devices could not be complete as the lot numbers are unknown. As per instructions for use, ifu0100-1, intended use section: ¿this device is used to drain obstructed biliary ducts.¿ notes section: ¿do not use this device for any purpose other than stated intended use.¿ also, as per the IFU potential complications section: "potential complications associated with ercp include, but are not limited to: pancreatitis, cholangitis, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Additional complications associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration". It should be noted that the IFU clearly states ¿this device is used to drain obstructed biliary ducts.¿. However, as per the literature, the device was used for the transmural drainage for pancreatic fluid collections (pfcs) eus-guided drainage of pancreatic fluid collections is considered off-label use. Perforation and pneumoperitoneum were reported in 1 patient each. These adverse events could be directly attributed to the off-label usage of biliary stent used for eus-guided drainage of pancreatic fluid collection. A possible root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Complaint is confirmed based on customer testimony. Due to the adverse events, additional ercp procedures were required. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ang tl at al 2016 ¿ ¿a two-center comparative study of plastic and lumen-apposing large diameter self-expandable metallic stents in endoscopic ultrasound-guided drainage of pancreatic fluid collections¿ this file will capture adverse events which occurred in this paper as follows: 1 case of perforation in the ps group. 1 case of pneumoperitoneum in the ps group. Please note, use of double pigtail solus biliary stent for pancreatic indication is considered off label use. This paper took placed in the thailand and singapore; therefore, files have been created to cover both locations. This file is capturing (B)(6).